Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs alleging inaccurate readings on his one touch ultra 2 meter compared to the lab which was done back in (B)(6) 2008. A medical surveillance specialist (mss) sent follow up questions; however, the patient refused to answer any questions. The patient does not recall the results on either devices; however, mentioned that after the comparisons were done, he had taken insulin based on his meter readings and at an unspecified time later ended up becoming hypoglycemic. He claims he ate some sugar and immediately felt better. The current test strips the patient is using are in good condition and the codes on the vial of test strips match the meter. Products were replaced. No further information about the event was provided since the patient does not remember. It would have been helpful to know the readings on his meter and the lab, exact amount of insulin he took, how soon after taking the insulin he developed symptoms. Detail information on symptoms and whether he attempted to test after self-treatment. It would have also been helpful to know why the patient was calling 9 months after the event happened. Although readings were not provided and exact symptoms were not reported, the complaint is being reported because the patient allegedly took insulin based on the meter result and at an unspecified later became hypoglycemic.